Event description:
It was reported by the customer that while using the bd pyxis¿ medstation¿ es, disaster recovery. Customer reported that nurses was not able to pull the medications. When the nurses tried to pull the medication got an error as unexpected service operation. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number a review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that customer was not able to pull any medication, resulting in an error stating 'unexpected service operation¿. A technical support specialist reversed the sync station, pulled transactions, and added them to the ephi. A full sync of the station was performed to resolve the issue, and the station was sync up with no issues. The system functioned as intended after the technical support specialist troubleshooted the device.